Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The investigation determined that the service actions resolved the issue. As several parts of the instrument were checked, adjusted, and/or replaced, the specific cause of the event could not be determined.

Event description:
There was an allegation of ongoing issues with a cobas 8000 c702 module. Discrepant results were provided for 1 patient sample tested for glucose. The initial result was 27.6 mmol/l. The repeat result was 18.09 mmol/l.

Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. Several service actions have been performed over the course of various visits. The instrument has been fully retubed, and various parts of the instrument were checked, adjusted, and/or replaced. The investigation is ongoing.